Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. During system check with technical support, the root cause could not be determined because the customer declined to fill and load a new cartridge. Customer continued using the pump for insulin therapy. Customer's blood glucose was 142 mg/dl.